Event description:
It was reported that during a da vinci-assisted right hemi-colectomy procedure, an injury occurred to the patient's right ovarian vein. The event reportedly occurred when the assistant moved a universal surgical manipulator (usm) with a maryland bipolar forceps instrument installed. The instrument was reportedly out of the camera scope's field of view and the instrument tip pierced into the right ovarian vein. The surgeon made the clinical decision to convert to open surgery due to bleeding. Instruments were removed, and the system was undocked from the patient and rolled out. After achieving hemostasis by applying pressure and increasing insufflation to 18mmhg to increase abdominal pressure, the retroperitoneum was slightly incised, opened, and sutured. The system was rolled back in and re-docked to the patient to resume performing the procedure with the da vinci surgical system. The procedure was completed robotically. The patient received a small laparotomy incision that was larger than usual by 2cm. The event impacted the procedure by prolonging the surgery by 20 minutes. No blood transfusion was required. The patient did not experience long-term complications and was discharged as normal. There is no reported malfunction of a da vinci system, instrument, or accessory. The product is not available for return. There are no images or videos of the procedure available for review.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. However, it was reported that an assistant moved a usm installed with an instrument that out was out of view in the surgical field. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. Per the da vinci xi surgical system user manual, the following warning is noted: "warning: for patient safety, the surgeon must not match grips for instruments whose tips are not visible in the 3d viewer. Do not move instruments if the tips are not visible in the 3d viewer. Failure to observe this warning can cause serious harm to the patient." A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted right hemi-colectomy procedure, an injury occurred to the patient's right ovarian vein. The event reportedly occurred when the assistant moved a usm with a maryland bipolar forceps instrument installed. At that time, the instrument was reportedly out of view from the surgical field. The instrument tip pierced into a blood vessel. The surgeon made the clinical decision to convert to open surgery to control the bleeding.